Manufacturer narrative:
H6 investigation summary: catalog 442023, batch no. 2227822. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) contaminated blood culture bottle. The following information was provided by the initial reporter: we had 2 positive blood culture bottles, from 2 different patients over the weekend, which didn't fit with the clinical picture of either patient. It is very unusual for us to isolate this from a blood culture. The intention was less a complaint and more a courtesy regarding informing the manufacturer of a possible contaminated blood culture bottle or possible contaminated batch of blood culture bottles.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) contaminated blood culture bottle. The following information was provided by the initial reporter: we had 2 positive blood culture bottles, from 2 different patients over the weekend, which didn't fit with the clinical picture of either patient. It is very unusual for us to isolate this from a blood culture. The intention was less a complaint and more a courtesy regarding informing the manufacturer of a possible contaminated blood culture bottle or possible contaminated batch of blood culture bottles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address: (B)(6).